Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014. The patient reported blood glucose results of ¿372, 272 and 215 mg/dl¿ with the subject meter. The patient manages her diabetes with metformin pills and insulin (type not specified). It is not known if the patient made changes to her usual management routine. About 30 minutes after the start of the alleged issue, the patient claimed she felt a symptom of blurry vision. No treatment was specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned on 08/26/2014 and evaluated by lifescan product analysis on 08/27/2014 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing and the reported issue could not be reproduced. In addition, a DHR (device history record) was completed on the subject meter lot product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.